Manufacturer narrative:
Siemens filed the initial MDR on 15-march-2019. Additional information (26-march-2019): sections include the patient age and gender. Section includes an update to the results and conclusions code. Siemens performed an investigation and determined that the kinetic profile for the enzymatic creatinine_2 (ecre_2) replicate(s) was normal before the reagent probe (r2) addition and mixing. After this point, the absorbance readings for the primary and secondary wavelengths demonstrated irregular elevated reads indicative of bubbles in the reaction cuvette. There was no evidence to support a systemic issue nor that this incident is representative of a product non-conformance. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that only one discordant falsely depressed enzymatic creatinine_2 (ecre_2) result was obtained. The customer provided quality control (qc) results, but no ranges were available for evaluation. Siemens is investigating.

Event description:
The customer obtained one discordant falsely depressed enzymatic creatinine_2 (ecre_2) result on an atellica ch 930 instrument. The discordant result was not reported to the physician(s). The customer used the same patient sample and instrument to perform repeat testing, and the repeat result was reported. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 result.